Manufacturer narrative:
It was reported during breathing treatment end-users nebulizer began to smoke. The nebulizer was turned off and unplugged from the wall and smoking stopped. End-user was unable to complete the breathing treatment but had no ill effects due to the smoke. Due to not completing the breathing treatment end-user went to emergency department to treat his asthma. End-user received a breathing treatment and oral steroids and was discharged home. A root cause has not been determined. Due to the reported incident and in an abundance of caution this medwatch is being filed.

Event description:
It was reported a nebulizer smoked during use.